Event description:
Customer did not properly seat the power cord fully into the connector causing a high impedance condition, which generated a significant amount of heat thereby deforming the connector. There was no harm to the patient.